Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. The lead was confirmed fractured upon explant.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.